Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the video cable broken, the outer tube of the insertion section is damaged, and the image is not displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is not displayed. The outer tube of the insertion section is damaged, the most probable cause of the complaint is cause traced to component failure. The cause behind component failure is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.